Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device does not display a w2 (battery low) alert. Pt stated, he changed the infusion cartridge and primed the infusion set. Pt reported, the infusion device switched off without an alarm or error message. Pt stated, his blood glucose level is okay. Pt is unsure of the exact date of the incident; probably (B)(6) 2010 or (B)(6) 2010. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.